Manufacturer narrative:
Findings: no button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube. (B)(4).

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.